Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed, but the root cause could not be determined. Two photos of a 4fr sl groshong catheter were returned for evaluation. Inspection of the photographs found that the catheter is indwelling in the patient. One of the photos shows the catheter secured to the patient with an adhesive dressing and the other shows the catheter with the dressing removed. In the photo with the dressing, a portion of the dressing near the catheter insertion point has a red coloring, suggesting that this is liquid that has leaked into the dressing. The catheter is secured such that the catheter tubing has a gradual curve. In the other photo, the catheter is being held up by a clinician and a clean gauze pad is being held underneath the catheter. A bead of liquid can be seen between the gauze pad and a portion of the catheter tubing. It is likely that the liquid originated from the catheter tubing. However, the photo does not provide enough detail to determine what is causing the leak. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause.

Event description:
On (B)(6) 2024, the patient needed chemotherapy for cervical cancer, and a PICC catheter was placed in the patient, and chemotherapy was started on (B)(6); on (B)(6), the nurse found that there was drug oozing from the place where the catheter was placed when she was infusing chemotherapy drug bisabolol through the PICC catheter for the patient, and the infusion was stopped immediately. After careful examination, when using saline to flush the tube, the catheter was found to be placed into the patient's blood vessels, and the scale was between 28cm-27cm with liquid leakage, which was immediately cut and continued to be used; the patient's peripheral skin tissues around the tube appeared to be reddened, with a range of about 2cm*2cm, and the patient was given a wet compress of dexamethasone+lidocaine+saline and continued to be closely observed. Injury performance: tissue damage, exudation. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
On (B)(6) 2024, the patient needed chemotherapy for cervical cancer, and a PICC catheter was placed in the patient, and chemotherapy was started on (B)(6) the nurse found that there was drug oozing from the place where the catheter was placed when she was infusing chemotherapy drug bisabolol through the PICC catheter for the patient, and the infusion was stopped immediately. After careful examination, when using saline to flush the tube, the catheter was found to be placed into the patient's blood vessels, and the scale was between 28cm-27cm with liquid leakage, which was immediately cut and continued to be used; the patient's peripheral skin tissues around the tube appeared to be reddened, with a range of about 2cm*2cm, and the patient was given a wet compress of dexamethasone+lidocaine+saline and continued to be closely observed. Injury performance: tissue damage, exudation. No other information was provided.